Manufacturer narrative:
(B)(4). The gender of the patient is unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the pulmonary artery, it was reported that after the lesion was crossed with a 0.035" 180cm jindo guide wire, a non-cordis balloon catheter was delivered to the lesion over the guide wire but when the balloon catheter was inflated at the lesion, the tip of the jindo was advanced without difficulty and then became stuck and separated in a branch of the pulmonary artery where it remains. The lesion was heavily calcified with unknown stenosis and tortuousity. It is unknown if the wire was removed from the dispenser by the distal floppy end. The wire was not damaged or kinked in any way prior to insertion into the patient. The wire was not re-shaped by the user and was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recannulize the vessel. It is unknown if the wire tip was visible on fluoro throughout the procedure. The wire behaved ¿normally¿ (the torque response was good). There was no resistance/friction encountered between the wire and other devices during insertion or withdrawal. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent and was not jailed at any time behind a stent. The wire tip did not repeatedly prolapse during placement and did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire was not torqued against resistance. There was no reported patient injury. Per (B)(4) report c 15,100: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10391465. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) of the pulmonary artery, it was reported that after the lesion was crossed with a 0.035" 180cm jindo guide wire, a balloon catheter (armada, abbott vascular) was delivered to the lesion over the guide wire, but when the balloon catheter was inflated at the lesion, the tip of the jindo was advanced without difficulty and then got stuck in a branch of the pulmonary artery. The tip of the jindo wire separated and remained in the patient. The procedure was finished as is without another wire being inserted. No adverse events have been reported. The patient is being monitored. It is unknown at this time if a follow-up will be performed. The device was clinically used and will not be returned for analysis. The lesion was heavily calcified. The rate of stenosis was unknown. It is unknown if the lesion was tortuous. An approach was made from the femoral vein. The product was not resterilized. It is unknown if the wire was removed from the dispenser by the distal floppy end. The wire was no damaged or kinked in any way prior to inserting into the patient. The wire was not re-shaped by the user and was not used for treatment of another lesion prior to the event. A ¿drilling¿ or ¿jack-hammer¿ technique was not used to recanalize the vessel. It is unknown if the wire tip was visible on fluoro throughout the procedure. The wire behaved ¿normally¿ (the torque response was good). There was no resistance/friction encountered between the wire and other devices during insertion or withdrawal. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent and was not jailed at any time behind a stent. The wire tip did not repeatedly prolapse during placement and did not remain in a prolapsed position during treatment of the lesion. The wire tip was advanced into the distal vasculature. The wire was not torqued against resistance.